Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer; the customer wanted to have a philips field service engineer (fse) on site as they thought it could be a dll that failed. The rse sent a quote for onsite services, but the quote was not accepted by the customer. It is unknown if the device is back in service due to insufficient information. The reported problem was not confirmed. No further action is required at this time. H3 other text : no further information received from customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The red alert is not showing on the monitor on 12 north consistently. The customer stated that the monitor would flash red alert in a room and the strip printer would print, but in the actual monitor it is not flashing red in the room. The customer would like to have a philips field service engineer (fse) on site as he thinks it could be a dll that has failed. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.